Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the barrel clamp head was cracked and the right plunger case was cracked. A review of the event history log (ehl) identified invalid syringe error in the history. Functional testing was performed using the start-up process and checking the calibration and the reported issue was duplicated. The syringe size was out of calibration and the barrel clamp head was cracked. The root cause of the issue was the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Replaced both plunger cases. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a syringe size error. No patient injury was reported.